Event description:
It was reported that the paramedics were called to assist a customer with high blood glucose. Caller stated that the customer had blood glucose of over 600 mg/dl. Caller stated that the customer attempted to bolus, but the insulin pump released 50 units of insulin. Caller stated that the customer disconnect the insulin pump and called paramedics. The blood glucose reading was 95 mg/dl when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.